Event description:
It was reported that the pen ndl 31ga 5mm 14bag 700cas jp was unable to deliver insulin/medication and unable or difficult to prime during use. The following information was provided by the initial reporter: needle clog was reported.

Manufacturer narrative:
H.6. Investigation: one open 31g x 5mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320129. A clog test as per tp700483 was carried out on the returned sample and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample or photos therefore no root cause can be identified.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the pen ndl 31ga 5mm 14bag 700cas jp was unable to deliver insulin/medication and unable or difficult to prime during use. The following information was provided by the initial reporter: needle clog was reported.